Event description:
It was reported that during an initial implant of a retroarc sling in (B)(6) 2014, the surgeon "poked into the bladder" on one side. The surgeon reinserted and left the catheter in for 2 days without complications. No further complications were reported in relation to this event.